Event description:
There was an allegation of questionable results in seconds and inr from coaguchek xs meter, serial number (B)(4). At 7:58 am the meter result was 31.8 sec (2.7 inr). At 8:02 am the meter result was 22.0 sec (1.8 inr). At 8:20 am the meter result was 30.6 sec (2.5 inr). The patient used a different finger for each test but may not be applying blood to the strip within 15 seconds. The patient's therapeutic range is 2-3 inr and she tests every week.

Manufacturer narrative:
Occupation is patient/consumer. The meter and strips were requested for investigation. Replacement product was sent. The meter was returned for investigation where it was tested using retention strips (lot: 49017711 expiration date: 31-mar-2022) and retention controls. The alleged test strips were not returned for investigation. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.